Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced light sensitivity, decreased near vision, glare. Clinical reason being mentioned as mechanical complication defect of lens in right eye (od) causing diminishing vision and glare. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has received and it states that there was no patient impact was reported.